Event description:
It was reported that the artificial urinary sphincter (aus) pump presented air and there was identified a fluid leak, due to this, a surgical procedure was performed to change out the pump and balloon. There were no patient complications.